Event description:
It was reported that the pump was placed subfascially and the pt was experiencing an 'erosion-type pocket problem' and 'incision healing' issue. The pump was explanted. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4). The previously reported conclusion code(s) no longer applies to this event.

Event description:
Additional information: it was reported that the patient felt that the pump was hurting and 'killing' him. The pain was 'a 10.' A week after a refill appointment the metal of the pump started coming out of the patient's skin. The patient was brought to the hospital and the pump was removed from the right side. A new pump was implanted on the left side, but that night the pump 'blew out' because the patient was so septic. The patient almost died. The pump was removed and the patient was reimplanted in the left side of the breastbone area. The device system was used to deliver baclofen.

Manufacturer narrative:
(B) (4). (B) (4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The patient was in the hospital for 3 months.